Event description:
Healthcare professional reported left side "textured implants", "rupture with grade iii baker contracture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as fold flaw opening. Observed, 1 opening assessed, as fold flaw opening. And missing shell assessed, as inconclusive. Anxiety-product/procedure: unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. Additional observations: observed, creases on the surface of the device. Observed, wear abrasion on the surface of the device. Observed, stress marks. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side "textured implants" "rupture. With grade iii baker, contracture". Device was explanted.

Event description:
Device was explanted and replaced.